Event description:
Information was received from a consumer regarding a patient programmer. It was reported that she had multiple patients that were having difficulty with the handsets getting to 91 percent successful communication and then just sit. Discussed this is a known issue and the engineers are aware. Discussed the patient service (ps) bolus was going thru and delivering. Discussed decouple and recouple.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, product type: software, software version: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.